Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the tube was placed in the pt on (B) (6) 2009 and developed a leak at the pilot balloon seam. A non-routine replacement of the tube was performed on (B) (6) 2010.